Event description:
The customer reports that the generator self-activated during a urological procedure causing a "non-significant" burn to the bladder wall. It was reported that an activation tone was heard and the surgeon checked to see if the footswitch was stuck in the on position, but it was not. No treatment to the injury was required.